Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n268844, implanted: (B)(6)2012, product type: accessory. (B)(4).

Event description:
The patient reported that the stimulation should be in the legs but was feeling it in the legs and arms. The patient reported that her circulation was really bad. The stimulation was below the elbows down to both hands and down both legs to the feet. The patient reported it was very uncomfortable and she was very shaky. The patient thought something was wrong with her stimulator and that's what was causing this. The patient had not had any recent falls or traumas but had lost 20 lbs. The patient tried increasing and also tried turning stimulation off and nothing helped. The patient could no longer see a health care provider (hcp) due to insurance issues. The patient was in the middle of a workers comp case and was not sure if she can change hcps. The change in therapy/symptoms was considered sudden. The indication for use was failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that about nine months ago she had to let her implant die because the charge shifted to her arm and "it felt like she was going to have a heart attack." The patient stated that she couldn't get her implant to shut off so she let it die and it took two weeks for the implant to die. The patient met with a manufacturer representative about three months ago to get her implant charged back up.